Event description:
Patient was revised for pain and instability. A "little" polyethylene wear was noted on the patella component at revision surgery. Surgeon removed soft tissue around patella component. Replaced the polyethylene patella component and meniscal bearings.

Manufacturer narrative:
The products associated with this reported event were not returned for examination. The product codes and lot codes required to search the complaint database were not provided. The investigation could not draw any conclusions about the reported event based on the information provided. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.